Event description:
It was reported that during a da Vinci-assisted endometriosis resection surgical procedure, a Force Bipolar instrument was not working properly. It is not grasping and got misaligned.The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) received the da Vinci product to perform failure analysis. The Force Bipolar instrument was analyzed and found to have a frayed grip cable at the force amplification pulley. Some wires were broken, but the cable itself was not fully broken. This would cause the instrument not to work properly. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.